Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The wire guide entered the bile duct smoothly, because of the patient's duodenal stenosis endoscopic curvature is large, resulting in the evo stent along the wire guide into the bile duct is difficult, the doctor tried several times and successfully reached into the target position, but the stent is difficult to release ,then take out the stent found that the middle part of the sheath was found to be severely fractured, since there was no spare stent, a straight nasal bile duct was placed and then dissected in the stomach. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What was the position of the elevator? No elevator in olympus q260j. What was the position of the elevator? No elevator in olympus q260j. Did any part of the stent contact the patient's anatomy when the complaint occurred? Distal end of stent already in lower bile duct. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) The device part at kink area is elongated. Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) Yes (advance stent inside bile duct difficulty).

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-jul-2025.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2257757 involved in this complaint was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 04th of jun 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: protective tubing returned separately. Red safety tab not returned. Red shuttle is before ponr. Safety wire returned in place. Directional button is in the deployment position stent is returned partially deployed. Outer sheath break between approx. 108cm and 110cm from white tip. Inner catheter kinks at approx. 108.5 and 109.5cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture. Unable to remove safety wire. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2257757. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy and/or tight stricture, as per description of event because of the patient's duodenal stenosis, endoscopic curvature was large which led to the user making several attempts to reach target position and resistance was felt during stent advancement inside the bile duct. It is possible that during deployment a build-up of pressure led to the outer sheath break which would have made it difficult to deploy the stent. The outer sheath break would have led to the inner catheter being exposed and kinking. The wire guide could not be removed in the lab evaluation due to the inner catheter kinks. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, different device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device.